Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One nanotite tm certain® prevail® implant 4/5/4 x 15mm (niios4515) was returned for investigation with an unknown restoration. The investigation will exclude this restoration, as the event is stated to have occurred at the implant level. Visual inspection of the as returned product identified debris about the implant threads, and damage from removal at the collar. The product is too badly damaged from removal to accurately measure. The reported product was located on tooth # 21 and used for approximately 12 years. The customer has not provided additional pictures or x-ray images of the product. A device history review was performed and no related no deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Sterilization record for the implant was reviewed and verified to have passed all sterilization activities with no issues or non-conformities identified. Complainant reported bone loss & peri implantitis. Bone loss and peri-implantitis of implant #21 with bone graft. The reported complaint could not be verified with the information provided, and following physical inspection of the returned product. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This report is being submitted to report zimmer biomet complaint (B)(4). The reported device has been received for evaluation. Investigation has not yet begun. Once investigation has been completed, a follow up medwatch will be submitted.

Event description:
It was reported that the implant at tooth location 21 was removed due to bone loss and peri-implantitis. The site was grafted. The patient will return for a new implant after healing.